Event description:
Arthrex pins placed in both feet in 2006. Did not dissolve; created ongoing inflammatory symptoms required antibiotics, bone bx, MRI's. Surgical removal, pins moved 2" in left foot necessitating additional surgeries. Continue to suffer from tissue & inflammatory issues. Dates of use: 2006 - 2007. Diagnosis for reason for use: bilateral biopro implant, distraction arthrodiatais bilateral. Event abated after use: yes.